Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device and unintended use error caused or contributed to the event was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician for the follow up visit after the implant of this artificial urinary sphincter. At the time of the appointment, the patient was in urinary retention. A cystoscopy was performed, and it showed that the cuff was too tight. The cuff was removed and replaced with a larger cuff. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician for the follow up visit after the implant of this artificial urinary sphincter. At the time of the appointment, the patient was in urinary retention. A cystoscopy was performed, and it showed that the cuff was too tight. The cuff was removed and replaced with a larger cuff. No further patient complications were reported.